Event description:
It was reported that there was an alleged needle malfunction. The physician felt resistance upon needle insertion and firing. No tissue sample was retrieved. Several attempts were made to obtain a sample without success. The physician reportedly found an irregular length in the gap between the cannula and stylet. No pt injury reported.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was not provided. The complaint sample was returned for evaluation. The device was visually inspected and no apparent defects were noted. The needle was placed in a driver and it was noticed that there was a gap at the sample notch. It was also noted that it was possible to move the stylet back and forth within the hub. The complaint is confirmed and the root cause is unk.